Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that during generator replacement surgery due to end of service, it was revealed that when the new dual pin generator was connected and tested with the existing lead, the lead was revealed to be problematic. The lead and generator were explanted and a new device was re-implanted. Attempts to obtain add'l info regarding the events that lead up to the event are underway. The explanted generator and the unused 102r generator have been returned and are pending analysis. The explanted lead was not provided to the or nurse and was believed to have been discarded following surgery.